Event description:
It was reported that the patient passed away due to cardiopulmonary arrest. The patient was seen in the emergency room comatose without a heartbeat and ventilation-assisted. It was indicated that the event was ¿unlikely related¿ to the device or therapy. The device system was used to deliver morphine and bupivacaine.

Manufacturer narrative:
Concomitant products: product ID 8731sc, serial#(B)(4), implanted: (B)(6) 2012, product type catheter product ID 8835, serial# (B)(4), product type programmer, patient. (B)(4).